Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation. It was confirmed by x-ray that the right ventricular (rv) lead had dislodged. High thresholds were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.